Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the complaint by reviewing the error log. The customer also mentioned error 2300 s.loader step feed failure. While troubleshooting the sorter, fse found the sorter to dispense lane was misaligned. The fse also observed the step feed failure and found the pitch sensor broken. In addition, the fse aligned the dispense lane to sorter pickup head and resolved the error 4053 sorter-z home overrun. In addition, the fse replaced the x1 pitch sensor to resolve error 2300 s. Loader step feed failure. The fse had the customer run the daily check and quality control (qc) without errors and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through aware date 24jun2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4053) sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to the misaligned dispense lane to sorter pickup head.

Event description:
A customer reported ¿4053 sorter-z home overrun¿ error message on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to restart the analyzer, but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.